Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk.

Event description:
It is reported that the insulin pump has a protruding drive support cap. Customer's blood glucose level is 154 mg/dl. Advised customer that the insulin pump must be replaced. Nothing further reported.